Manufacturer narrative:
Section d4; h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the pump stoppage and low speed events that were captured in the submitted log file. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. The log file captured pump stoppage events on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The log file also captured low speed events on 11mar2020 when pump speed dropped as low as 2240 rpm. All pump stoppage and low speed events occurred while the system was supported by the mpu and appear to resolve when the patient switches to battery power. Additionally, the log file captured multiple no external power alarms which will be addressed under the mpu and controller investigations. Approximately 18.5¿ of the driveline was returned under work order #: (B)(4). The proximal 4.5¿ was returned with the silicone jacket removed and the proximal 2.5¿ was returned with the bionate layer and metal braided shield also removed. Clear tape was wrapped around the driveline approximately 1.0¿-9.0¿ and 11.5¿-12.5¿ from the metal connector. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Upon removal of the clear tape, cosmetic damage to the outer silicone sleeve was observed approximately 2.5¿, 3.0¿, 4.5¿, 8.5¿, and 12.0¿ from the metal connector (addressed under (B)(4)). The clear bionate layer was darkly colored but otherwise unremarkable. Breakdown of the metal braided shield was observed approximately 1.5-5.0¿, 6.5¿, 9.5¿-10.5¿, and 12.0¿ from the metal connector. Visual inspection of the driveline revealed kinked wiring approximately 3.0¿ and 12.0¿ from the metal connector. Microscopic inspection of the wires revealed breaches on the black and brown wires approximately 3.0¿ from the metal connector which exposed the inner metal conductors. This damage appears to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. The black and brown wires represent the two redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the mpu), the resulting electrical short to ground would have caused the pump stoppages reported by the account and seen in the submitted log file while connected to the mpu. The current heartmate ii lvas discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced tear in the driveline was reported in MFR. Report # 2916596-2020-02043. The pump remains implanted but the portion of the driveline that was spliced was returned. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01819. It was reported that the patient had low voltage advisories and pump stop alarms and there was concern for short-to-shield. During log file analysis, speed drops and pump stops were confirmed. These issues only appear to be occurring while the device was connected to the mobile power unit. This type of behavior has been linked to potential issues with the percutaneous lead. The patient was asymptomatic during these episodes and was not aware of the alarms. There was a previous driveline tear that was repaired with rescue tape. The patient underwent a driveline repair on (B)(6) 2020. The splice was started 2 inches from the exit site and there were no immediate alarms after the repair.